Event description:
Lifepak 12 that was used on patient. According to the reporter, after a second shock was delivered, the printer printed, then the unit turned off and then turned on by itself. The service led was lit at the point of turn off. There was no affect on patient outcome due to availability of backup device.

Manufacturer narrative:
Physio-control evaluated the device, the root cause was determined to be due to a failure of the system/memory pcb assembly. After replacing the system/memory pcb assembly, proper operation was confirmed and the device was returned to the customer.